Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe was broken and the ptfe pad was severely worn. There was a peeling of the insulation of the insertion section at 210mm from the distal end. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. It is known that after autoclaving with scratches of the insulation, the scratches lead to peelings of the insulation. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus was reported that the probe tip was broken. There was no patient harm reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on (B)(6) 2015. This is a supplemental report for MFR report # 8010047-2014-01000 to correct model # and serial #.